Event description:
It was reported to philips that the system had no power which can impact a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system had no power. Upon troubleshooting, the fse found that there was no power to the table side power strip, because of the source power supply was unknown, the fse confirmed that the issue was with the customer's power supply and was not related to the philips system. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. External power failures or outages may occur that can cause the system to not boot up/start up or shut down. This scenario includes a situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the system. Since the malfunction of an external power source would not be considered a malfunction of the system, this event would not be reportable. The codes were updated based on the investigation outcome.